Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the buttons on the insulin pump were stuck and the device kept scrolling up. Troubleshooting was performed. The customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. No ramping numbers noted on the display. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.